Manufacturer narrative:
Block b3: exact date unknown, event occurred in late of january 2026.

Event description:
It was reported that the patient experienced burning pain and swelling at the implantable pulse generator (ipg) site after wearing a compression brace. The patient underwent a pocket revision procedure wherein the ipg site was moved. The patient was doing well postoperatively, and the device remains implanted in the patient and in use.